Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm noted during testing. The motor was tested outside of the device and passed. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's nurse advised them to call and have the insulin pump replaced. The customer previously called with a pump error alarm issue. They went through troubleshooting and the verification displacement test was successful. Therefore, the customer was advised to monitor the insulin pump. However, the customer received more pump error alarms since they called in (B)(6). Customer's blood glucose level was not reported. The device will not be returned.